Event description:
During implant, it was observed that the device was not pacing. A different device was used to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The pacer was received in normal working conditions, with battery voltage above its elective replacement indicator (eri). Electrical and mechanical tests performed including output verification in field settings did not find any output anomaly and the pacer exhibited normal characteristics throughout the tests. Visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.